Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Vegetation was noted in the mitral valve. It was later reported that the patient expired approximately ten days after the procedure. No further information was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Vegetation was noted in the mitral valve. No additional adverse patient effects were reported.